Event description:
It was reported that the physician accidentally cut the left ventricular (lv) lead during the patient cardiovascular surgery. This lv lead was explanted and new lead was successfully implanted. No additional adverse patient effects were reported.